Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed almost 13.5 years post bilateral total knee arthroplasty due to the onset of ¿felt a sudden give in his knee ¿ while climbing stairs. Reportedly, breakage of the insert post was confirmed intraoperatively during the revision. As of the date of this medical investigation, no supporting clinical documentation has been provided; therefore, no clinical factors could be definitively concluded to have contributed to the reported event. Patient impact beyond the reported symptom/intraoperative finding and revision cannot be determined. The patient¿s current health status is unknown. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to material specification, the quality and manufacture of ultra-high-molecular-weight polyethylene shall be controlled. Also, the inspection procedure states that configuration shall be compared to print and that vendor certifications shall be verified for completeness and to ensure that print specifications are met. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, abnormal loading of limb and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tkr surgery was performed on (B)(6) 2009, the patient felt a sudden give in his knee when going up stairs. This adverse event was treated via revision surgery on (B)(6) 2023, in which it was noticed that the post of a gii ps hi flex isrt sz 7-8 9 had broken, so it was removed and exchanged for a new one. Patient's current health status is unknown.